Manufacturer narrative:
The customer reported the tubing leaked from the pump segment while in use, and returned two used samples of material 2477-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The sets were both set to infuse water by gravity, and the leaks were found at the upper fitment of the silicon pump segment. The holes were both very small pinholes, which caused leaks of the liquid infusing. The root cause for the pinhole leaks could not be traced to the manufacturing process. There is a potential root cause of clinical practice, and a member of our clinical has been notified to reach out about the issue. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Patient was running blood transfusion. Transfusion completed and tubing was taken down from alaris pump. Tubing section that is inserted into pump leaking with blood. Blood covering cartridge and pooled inside blue clamp port on channel.